Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, user informed the technical support engineer (tse) that a non-recoverable error occurred on arm 2, and that an initial system restart performed by the user did not resolve the issue. Tse had the user connect all system carts and restore the remote connectivity, after which the error 32056 was reviewed and was found to indicate a fault associated with the axes controller spar on arm 2. Tse had the user inspect arm 2 carriage and perform a full power cycle including an emergency power-off and breaker reset, but the error persisted. Tse then advised that the arm 2 would not be usable and guided the user through disabling arm 2 so the system could be operated in a reduced, three-arm configuration on subsequent procedures. The procedure was completed as planned with no reported injuries.